Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish display screen. The battery compartment was also found to be cracked below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 01/29/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: investigation revealed a dim, faded and reddish display screen. The battery compartment was also found to be cracked below the bumper pad. Unrelated to the complaint, a review of the black box revealed that the time and date defaulted to factory settings after a battery change on (B)(6) 2014. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).